Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed. Cgm alert 3 (cgm glucose reading below the user threshold) annunciated. User made two correction bolus request back to back at 3:53pm and again at 4:01pm, this may have been a contributing factor. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. Over correcting could have caused low bg levels. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from 40-50 (mg/dl). Reportedly, the customer was newly diagnosed with diabetes and was in communication with health care provider regarding bg management and adjusting the pump settings. To treat the bg level, the customer consumed juice and glucose tablets.